Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored electrograms, the implantable cardiac monitor exhibited false pause episodes due to intermittent undersensing. It was noted that some episodes were stored for undersensing while others were due to loss of pocket contact. Programming changes were discussed. No intervention was performed.